Event description:
It was reported that the fire dept ems team arrived to the scene of a pt on cardiac arrest. They turned on the device and delivered one shock to the pt. At that time, it was noticed that the battery icon was displayed, so they pulled the battery out of the device and replaced it with a new battery. This new battery did not work, and the device would not power on. The ems personnel then reinserted the old battery that they had removed and delivered a second shock. At that time, the ambulance arrived and took over care of the pt. The pt was not resuscitated. There was no a significant delay in therapy, due the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified that it functioned properly. It was observed that the battery was not working, so it was replaced. Physio-control further evaluated the replaced battery and confirmed that a fuse, designator f1, had burned open. The device will be returned to the customer for use.